Event description:
On (B)(6) 2013 the representative later reported that the patient had a new catheter placed on (B)(6) 2013. The pump was not replaced. The patient was doing much better.

Event description:
The patient had a fall and since had noticed increased spasticity and itching. A dye study was attempted and they were unable to aspirate. The dye study could not be performed. The cause was unknown at the time of the report. The patient¿s status was alive and without injury. A catheter revision was planned for 9/10/2013. The medication infused was lioresal.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information received reported that the patient had a catheter revision and was ¿doing well.¿ the date of the revision was not reported.